Event description:
The complainant reported that the automated impella controller (aic) soft touch buttons were not functioning. The team was decannulating in the operating room and attempting to ramp up the impella support then none of the buttons would respond. This aic was replaced with another aic resulting in the console appropriately ramping for the impella 5.5 support. There was no patient harm reported.

Manufacturer narrative:
The investigation into the keyboard rotary knob issue has been completed. The impella automated controller (aic) was returned for investigation. The data analysis of the logs showed that upon pressing the mute button there were kbd communication errors and high guard and eventually a controller error (event set #24). These were uniquely paired with errors indicating both subsystems were affected simultaneously. The failure mode was not reproduced. The cable/ connector misalignment was not observed between the keyboard (kbd) and 4-in-1. Errors related to kbd and radio frequency identification (rfid) can be triggered by eternal sources of electromagnetic interference (emi), but no such link could be established from the evidence collected. The root cause of the kbd-related alarm was not determined due to the inability to reproduce the issue. This report is being filed as part of a retrospective review of historical records.